Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirmed the reported event. The returned device was manufactured prior to the implementation of a product enhancement, and the investigation did not indicate that a broader investigation or corrective action was necessary. Functional examination of the returned sp2 sigma inset patellar clamp confirms the reported event. The canted coil spring is missing from the sp2 sigma inset patellar clamp, making retention of a mating sigma inset patella clamp head not possible. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that during an in service, 4 pfc patella clamps would not lock patella attachment due to spring attachment missing. Not used in patient, used/ noticed during in service. No surgical delay.